Event description:
A device was connected to the pt described as in full arrest and powered on. Reportedly, the device displayed replace battery, the battery icon flashed and power immediately shut off. The pt was not resuscitated. The rptr did not know whether there was an association between the discrepancy and the pt outcome.